Event description:
It was reported prior to use of bd vacutainer® sst¿, 1 tube was missing a label. There was no health impact or consequences reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. Investigation summary: bd received 1 photo for investigation. The photo was reviewed and the indicated failure mode for missing label was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.